Event description:
It was reported by the rep that the device was used during a urological procedure. The clips did not form properly, they popped out unformed. A new applier was opened with no difficulty. There was no consequence to the pt.